Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the stent was deployed in the hub when received for analysis and the introducer sheath distal tip was damaged. The stent delivery wire was kinked/bent and no anomalies were noted to the stent. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the device was confirmed to be in good condition prior to use. A cause of procedural factors has been assigned to this investigation.

Event description:
Based on the investigation, the stent was deployed prematurely during use. There were no clinical consequences to the patient.